Event description:
It was reported that guidewire tip detachment occurred. The patient underwent emergency procedure treatment of an intracranial arterial occlusion. The 5% stenosed target lesion was located in the mildly tortuous and mildly calcified right internal carotid artery. A 200cm x 10cm fathom-14 guidewire was used to guide the intracranial support catheter or thrombectomy stent to the intracranial lesion for treatment. However, it was found that the guidewire fractured at about 5cm from the tip and remained in the right internal carotid artery. Additionally, it was noted that the intracranial blood vessels were tortuous which inevitably caused the guidewire to twine during the procedure. After multiple attempts, the detached tip was removed with an intracranial support catheter. The patient status was stable with no complications reported, and the patient has been discharged.

Manufacturer narrative:
Media analysis: the customer provided photos of the device, and media review observed that the tip was detached and unraveled.

Event description:
It was reported that guidewire tip detachment occurred. The patient underwent emergency procedure treatment of an intracranial arterial occlusion. The 5% stenosed target lesion was located in the mildly tortuous and mildly calcified right internal carotid artery. A 200cm x 10cm fathom-14 guidewire was used to guide the intracranial support catheter or thrombectomy stent to the intracranial lesion for treatment. However, it was found that the guidewire fractured at about 5cm from the tip and remained in the right internal carotid artery. Additionally, it was noted that the intracranial blood vessels were tortuous which inevitably caused the guidewire to twine during the procedure. After multiple attempts, the detached tip was removed with an intracranial support catheter. The patient status was stable with no complications reported, and the patient has been discharged.